Event description:
The complaint reported that a patient with a past history of depression and suicidal ideation and who had undergone an enteryx procedure in 2004 was hospitalized after visiting the emergency room the following month . The patient was hospitalized from the date through 4 days later for management of dysphagia and dehydration following the enteryx procedure. At that time the patient was treated with IV fluids and and pain medication. In addition, a repeat endoscopy with dilatation was done 4 days later. The primary diagnosis at that time was esophageal stricture post-enteryx procedure. The patient went to the emergency room again the following month for deppression. During that time the patient reported that the dysphagia had not been resolved and consequently was scheduled for another egd dilatation 12 days later. The diagnostic egd with dilatation (using a 15cm cpe balloon) for the patient's ongoing dysphagia was performed. Upon scoping, three enteryx "bleb" were found to be in place. A biopsy was performed and moderate antral gastritis was noted. The patient's dysphagia was reported as still resolving one month later.